Event description:
Review of programming history identified that the high impedance existed with the new generator that was implanted on (B)(6) 2007. No lead replacement has occurred to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card indicated that a generator has been explanted prophylactically. The lead was not explanted. The implant card also indicated high lead impedance had occurred. Good faith attempts have been made for additional info.